Event description:
A patient reports being unable to charge their controller as the charging cable and adapter had melted. The patient reports having a back up method for insulin delivery while waiting for a replacement charging cable and adapter.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.